Event description:
It was reported that pump displayed malfunction alarm malf 03 that could not be reset, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, received replacement pump as backup therapy within warranty, and was instructed regarding transport and shipping details for returning problematic pump.